Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the latch broke on offset cup impact.

Manufacturer narrative:
Product complaint # (B)(4). This report was submitted in error. Depuy is not the manufacturer or supplier of this product. Please disregard this report.

Manufacturer narrative:
This report was submitted in error.  Depuy is not the manufacturer or supplier of this product. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.